Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for performing pump reset, successfully reset pump with no recurrence of malfunction, and was advised to continue using pump and to call back if malfunction alarm happened again, which customer acknowledged and understood.